Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock impedance measurements on this device and right ventricular (rv) lead began to increase in (B)(6) 2016. Five months later, the shock impedance measurements were greater than 200 ohms. The physician had been monitoring the patient since the last follow-up and the shock impedance measurements remain high and out of range. Arm movement testing revealed small noise and a decrease in amplitude measurements. All other measurements were appropriate. No adverse patient effects were reported.

Event description:
A revision procedure was performed and it was confirmed the rv distal pin was out of the header. Additionally, insulation damage was observed on the rv lead. The insulation damage was repaired and the rv lead was appropriately connected to the device. All measurements were appropriate. No additional adverse patient effects were reported.